Event description:
The customer reported to a baxter rep that their facility has devices that are displaying upstream occlusion alarms when there was no occlusion present. No additional information was provided. No injuries have been reported.

Manufacturer narrative:
(B)(4). At this time, the customer has not responded to any inquiries into the reported symptom. No device serial numbers have been provided. If additional information is received and device serial numbers are identified, a supplemental report will be submitted.